Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected and found that there were battery door missing, upstream occlusion (uso) seal buckling and liquid crystal display (lcd) lens scratched. The event history log was reviewed and there was multiple "cassette not attached properly" alarms, as well as error code 46440. The customer reported issue was confirmed during the functional testing. Replaced the downstream occlusion (dso) sensor to correct the issue. The unit reset to standard configuration and the dso sensor was calibrated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests after the repair.

Event description:
It was reported that the pump displayed cassette not attached alarm. There was no reported patient involvement.